Event description:
It was reported by a non-medical professional that in 2007, the pt underwent a surgical procedure at c3, c4, and c5 where rhbmp-2/acs, medtronic disc spacers, and gelfoam sponges were implanted. Diagnostic tests performed prior to the procedure showed ossification of the posterior longitidinal ligament. Sometime post-op, it is reported that the pt began experiencing difficulty swallowing, breathing and speaking. Reportedly, diagnostic tests showed fluid collection at c3, c4 and c5 compressing the cord and causing abnormal expansion between the cervical discs. The physician reportedly informed the family that the complications were due to a cerebrospinal fluid leak. The pt underwent a surgical revision five days later, to repair the csf leak. During this procedure, the rhbmp-2/acs and the gelfoam were removed.

Manufacturer narrative:
Products from multiple mfrs were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filling this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.